Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that last night they were watching tv and ended up charging their implant to 100%. Caller stated they unplugged the recharger and went to charge the controller, but the controller went blank and unresponsive. Caller stated they couldn't get the controller to turn back on so they plugged it into the ac power supply and tried to charge it again, but it didn't seem like it would come on.caller added that then an alert came up that said software problem, call manufacturer. Caller noted that the message stayed on the controller all night, and they pressed the up and down buttons but the message did not go away. Caller commented that now the controller has seemingly gone back to normal and is recharging. Caller noted the controller was at 0% but is now 10%. Caller made the comment that the controller has gone completely empty once before. Agent walked caller through resetting the controller battery. Agent reviewed the software problem message with the caller and instructed to monitor the issue and call back if it persists.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.